Event description:
Report received from the USA stating the "cord was damaged/bent" on the device. The reporter indicated that no electrical components are exposed. The event was discovered prior to surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and device has a bent/damaged connector on cord. Evidence suggests this was due to mishandling at the customer site. The reported event was confirmed. If additional information is received, a supplemental report will be sent.